Manufacturer narrative:
The trs175sb2 specimen bags will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause cannot be established. A DHR review could not be conducted due to the unavailability of lot number. A two-year lot history review could not be conducted due to the unavailability of lot number. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 14 devices, for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .(B)(4). Per the instructions for use, the user is advised the following; - only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. - the anchor tissue retrieval system is for single patient use only and should not be re-sterilized. The ability to effectively clean and reuse this single use device has not been established and subsequent re-use may adversely affect the performance, safety and/or stability of the device. - the use of morcellators within the anchor tissue retrieval system has not been evaluated. The anchor tissue retrieval system is not recommended for use with power morcellators. - care should be taken when using sharp and electrosurgical devices. - note the size of the trocar when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid in the removal of the anchor tissue retrieval system. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the trs175sb, anchor specimen bag broke during removal from the abdomen using normal force. There was no reported patient injury. There was no reported delay. The procedure was completed using another specimen bag. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.